Manufacturer narrative:
The insulin pump was received with blank display due to corroded lcd board. The pump was also received with cracked case on lcd display window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 75 mg/dl. The customer mentioned that she was pushed into the creek by her friend. The customer stated that the pump had cosmetic damage. The customer mentioned that there is a crack on the upper right corner of the display screen to a third of the way through the pump. The customer reported fluid under the lcd display. The customer also noticed a crack on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.